Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the thresholds for this right ventricular (rv) lead had increased. A perforation was identified under fluoroscopy. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was twisted and had a break at the distal end of the terminal pin. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified twisting and break may have occurred at the time the lead was explanted. Further testing was not able to be completed due to the break in the cathode coil.

Event description:
Additional information was received that the rv lead was explanted and replaced.